Manufacturer narrative:
The returned device was evaluation and found a tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl after wearing the pod between 5 and 24 hours on the abdomen. There was insulin leaking noted at the insertion site. Hyperglycemia treated by patient activating new pod.